Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Maxg and maxr are ipl handpieces, and not a laser based handpiece. Although it was firing continuously, this is not an accidental radiation occurrence (aro) since it is not a laser based handpiece. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse confirmed the air hose to the foot pedal is damaged, causing air switch to not disengage. Also, max g handpiece was taped around the outer housing but passed calibration. To resolve the issue, fse replaced the footswitch and confirmed device was ready for use again. This event is reportable since a device malfunction occurred and it if were to reoccur, it can cause a serious injury.

Event description:
Site reported icon laser system was firing on its own. The maxg handpiece was used and it fired on its own multiple times. Provider then plugged in the maxr and it did also fired multiple times on its own. Provider noted he was using the foot switch during the procedure. No injuries were reported.